Event description:
Information was received indicating that an extension set connected to a smiths medical cadd infusion pump with an inline filter was leaking. They were infusing blinatumomab 112mcg in 240ml at a rate of 60ml/h. It was found that the hole in the filter was leaking. It is unknown if the patient was able to receive their full dose. On the pump, it was indicated that 240 ml were delivered to the patient. The therapy ended earlier. The device had leaked for 3 days. There were no adverse events reported.